Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that an alert was triggered due to high out of range pace impedance measurements were reported when it comes to this device. An inquiry to technical services (ts) was presented regarding why the out of range values were not available on remote monitoring. Ts discussed the measurements and the timing of when the values would be posted to remote monitoring. The device remains implanted. No adverse patient effects were reported.